Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station kept freezing. A technical support specialist (tss) connected to the station and verified an error related to the database. The tss applied a new database and completed synchronization. The issue was resolved and closure was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 7mbe station repeatedly freeze during medication removal. The screen becomes unresponsive on the enter count page; user required a reboot each time. Despite rebooting, the issue continued to occur. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.